Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance measurements and farfield oversensing were observed on this implantable pacemaker and right atrial (ra) lead. During first interrogation two days after implant, the ra lead showed fluctuating impedance measurements which sometimes reached more than 2,000 ohms. Threshold testing did not show any issues. Likewise, no noise occurred during provocation tests and no asystole of more than 2 seconds was noted. Boston scientific technical services (ts) discussed the potential causes for the reported observations and suggested measures to further evaluate the system. It was reported that an x-ray was performed to the patient and no anomalies were seen. Normal pacemaker behavior was observed during follow up. At this time, the device and lead remain in service. No adverse patient effects were reported.